Manufacturer narrative:
The investigation showed that when the fiber is inserted several times this kind of fracture is not possible. The investigation showed that the outside layer of the fiber is torn apart. This is not a production related error. This is a user error. Assuming worst case during surgery, the shaft tip got broken several times when the surgeon inserting the instrument into the patient's eye. This may cause a severe harm in the eye of the patient. Hence considered reportable. There is no information reasonably suggesting that the patient was harmed. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on (B)(4) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
During operation, the doctor inserted this instrument into a patient's eye several times. And then, the shaft tip part got broken. No further information is available. All information has been disclosed.